Manufacturer narrative:
H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during use, the device exhibited a downstream occlusion (dso) alarm that would not clear. Troubleshooting was performed but the alarm persisted. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be an issue with the downstream occlusion sensor, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review did not identify the complaint as related to a previous service of the device.